Event description:
It was reported that during implant, the lead could not be inserted smoothly into the sheath. After pulling the lead out of the sheath, it was confirmed that the helix was extended and was bent with a 1 cm cord attached at the tip. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The primary analysis finding noted that the helix of the lead was extrinsically bent. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix distorted/bent and pulled/stretched/overstress. (B)(4).